Event description:
It was reported that this right atrial (ra) lead was damaged during a device repositioning procedure. This lead was capped and replaced with a new ra lead. No additional adverse patient effects were reported.